Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation did confirm a permanent loss of connection. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.